Manufacturer narrative:
The lead was returned for analysis. Device analysis revealed seven conductors were broken 27.6 cm from the distal end. There was a cosmetic cut 35.4 cm from the distal end. There were suspected tool marks in the outer insulation 17.8 cm and 41.9 cm from the distal end. The proximal and distal ends were intact and undamaged.

Event description:
It was reported that the lead was explanted due to high impedances. No patient injury was noted.